Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set was deployed with the connector oriented undesirably and not attached correctly, prompting a guided walkthrough to change the infusion site and restore therapy. Symptoms included no reported adverse clinical effects. Outcomes included replacement supplies shipped and successful reconnection of the ilet with therapy resumed after troubleshooting and education. Investigation included customer interview and technical support troubleshooting. Investigation of this case revealed user difficulty with infusion set placement and connection resulting in two wasted sets. It was concluded that the event was attributable to user technique, with device function restored after correct set deployment and site change.